Manufacturer narrative:
H10: the subject (1705-0002) from emdr (2020394-2019-01756) is same as the subject (1705-0002) from emdr (2020394-2016-00880) h10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, CT scan was performed and identified pseudoaneurysm. It was further reported intervention was performed and patient was discharged after 10 days.

Event description:
It was reported through the results of a clinical trial, computed tomography (CT) scan was performed and identified pseudoaneurysm. The patient had hematoma and hemorrhage at the puncture site for vascular access during the index procedure. It was further reported intervention was performed for pseudoaneurysm and patient was discharged after 10 days. Intervention was performed for hemorrhage and the patient recovered; however, hematoma remained stable.

Manufacturer narrative:
H10: the subject (1705-0002) from emdr is same as the subject (1705-0002) from emdr (2020394-2016-00880) h10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: b5,d4(expiry date: 03/2019),g3,h6(patient, conclusion). H11: d1,d4,g1,h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, CT scan was performed and identified pseudoaneurysm. It was further reported intervention was performed and patient was discharged after 10 days.